Manufacturer narrative:
One blade was returned for evaluation. Visual examination of the device showed galling approximately .500 from the sluff chamber. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. It was observed that the adaptor body sustained an axial crack at the base of the outer tube. The indications are that excessive lateral force was applied to the device during rotation. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair using synovator blade,5.5mm,ep-1, dspl blade metal fragments did enter the patient and were later removed. There was a procedural delay of 5 minutes. The incident did not result in any patient injury or complications.